Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed no alarms related to the complaint. During testing, the pump performed the ezprime steps with no issues occurring. The pump was returned with the insulin on board enabled with the duration set to four hours. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed and accurately recorded in the bolus history. The insulin on board status screen correctly showed 20 units. An ezcarb bolus was programmed with blood glucose corrections and the pump was found to be accurately calculating bolus totals. The allegation was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was alleged the insulin on board was not calculating correctly into the bolus total, and was not set as expected. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.